Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test,restart error, rewind, basic occlusion and displacement tests. However, unable to prime unit during prime and force system sensor test due to faulty resistor. Unit was received with multiple alarms in history screen due to corrupted history file. Unit received with cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. No further details given.